Event description:
It was reported that during the implant procedure, an error message was received while interrogating the device. The device was re-interrogated, however, each time the error message reoccurred. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of error message was confirmed. The device was above elective replacement indicator (eri) battery level when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. The report event of error message could not be reproduced; hence, the cause of error message could not be conclusively determined.